Manufacturer narrative:
Updated information: d4 catalog number updated d6a/d6b implant and explant date added.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, after changing the purge cassette the device exhibited air in purge cassette alarm. Tried to clear the error but no fluid was coming out. Confirmed that the bag was spiked good. Changed to different purge cassette and alarm resolved.

Manufacturer narrative:
Priming problem: the cause of the priming problem cannot be determined since no product was returned and insufficient clinical details were provided.